Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported by a patient's wife that a mynxgrip vascular closure device was used after angioplasty, but "failed". Hemostasis was achieved by manual pressure after eight hours.

Manufacturer narrative:
Complaint conclusion: it was reported by a patient's wife that a mynxgrip vascular closure device was used after angioplasty, but "failed". Hemostasis was achieved by manual pressure after eight hours. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿mynxgrip system damaged¿ could not be confirmed since the device was not returned for analysis. The exact cause of the failure experienced that required eight hours of manual compression could not be determined. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. It was not provided whether the device failure occurred prior to use in the patient, during use, or after deployment; therefore, it is unknown if the failure was related to the manual compression that was applied to the patient. According to the instructions for use, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Do not use mynxgrip if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) (for arterial application) and/or above the inguinal ligament based upon osseus landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram or venogram to verify the location of the puncture site. Do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. Mynxgrip should only be used by a trained licensed physician or healthcare professional.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.